Event description:
(B)(4). Chronic hives, every day until essure removal/hysterectomy on (B)(6) 2016. Caused permanent chronic dermatitis. Also device caused brain fog, chronic abdominal pains, abnormal periods, to name just a few as there were many, many more conditions.